Event description:
Customer reported, she was hospitalized for diabetes ketoacidosis. Customer stated, the insulin pump got wet about six months ago and had to use a dryer to dry pump to make it work. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can drawn at this time. We, therefore, consider this report complete to the best of our knowledge.